Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone retrieval procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the handle broke when an attempt was made to hold and crush a 15mm bilirubin stone in the common bile duct. The stone was unable to be crushed, because the handle would not move. Subsequently, they were unable to open the basket to release the stone. An alliance handle was used to detach the distal tip from the device, however the tip would not detach. A second attempt was made to open the basket, however the basket failed to open, and the handle cannulae bent. The stone was released by moving the device up and down. The basket was then removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that a rx lithotripter compatible basket was used during a stone retrieval procedure performed on (B)(6), 2012. According to the complainant, during the procedure, the handle broke when an attempt was made to hold and crush a 15mm billirubin stone in the common bile duct. The stone was unable to be crushed, because the handle would not move. Subsequently, they were unable to open the basket to release the stone. An alliance handle was used to detach the distal tip from the device, however the tip would not detach. A second attempt was made to open the basket, however the basket failed to open, and the handle cannula bent. The stone was released by moving the device up and down. The basket was then removed from the patient. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination found that the device returned with the basket retracted and the thumb ring cracked. The guidewire lumen (sidecar) was torn and presented with pushback (likely due to operational context). A bend, present in the handle cannula, prevented actuation of the basket. Additionally, the sheath was kinked, and the coil assembly was buckled and kinked at the distal end. The basket tip was intact. However, a review of the material specification for the basket tip joint found that the tip strength met specification. Functionally, the device was not able to be tested due to the damaged handle cannula. The condition of the returned unit was consistent with the complaint that the handle broke and the basket tip failed to detach. The evaluation attributed the basket¿s functional issues to the bent handle cannula. The damage likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.